Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the retained foreign bodies was unable to be identified. The event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use. Caution: after using the endoscope reprocess it according to the instructions given in chapter 7, "cleaning, disinfection, and sterilization procedures". Using improperly or incompletely reprocessed, the endoscope's distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures. Warning: all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility regarding the reported event (free play in the angulation): the reported event was observed while reprocessing the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator. The reports of low angulation and free play in the angulation were also confirmed during testing due to angle wires being stretched. In addition, the suction cylinder was shaved due to handling, the adhesive on the bending section cover was detached, the bending section cover had discoloration, the connecting tube was dirty, cut, and wrinkled, there were scratches on multiple parts of the device, the light guide cover glass was dented, the right/left and up/down knobs were dirty, the forceps channel port was dented, and water could not be supplied due to clogging of the forceps elevator pipe. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was free play in the angulation of the subject device. An olympus engineer evaluated the device onsite and found low angulation in all directions and the angulation knob was loose. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.